Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 7 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the stent graft was explanted due to a rupture of the abdominal aortic aneurysm, caused by a proximal type 1 endoleak with stent graft migration, likely due to disease progression. Details of the implant procedure and patient anatomy were not provided. It was reported that the patient had been followed up every 6 months for several years, with no evidence of endoleak or stent graft migration. Recently, the patient presented with severe abdominal pain and shock, and was found by CT to have an acute rupture of the aneurysm with a proximal type 1 endoleak, requiring emergency open repair. During the conversion, a large retroperitoneal hematoma was observed; the stent graft was found to have migrated into the aneurysm sac, reported as likely due to aortic neck dilatation caused by disease progression. The firmly attached iliac stent graft limbs were left in the iliac vessels. The patient was successfully converted.

Manufacturer narrative:
Evaluation: results: migration, endoleak. Dilated and angled aortic neck. Evaluation: conclusion: dilated and angled aortic neck. Evaluation summary: from the examination of the returned devices the exact cause of the proximal type 1 endoleak and stent graft migration, leading to the aneurysm rupture, could not be determined. However, it appears that the reported aortic neck dilatation likely contributed to these events. Lack of recent follow-up may have also been a factor. No fabric integrity issues were observed on either the bifurcate or contralateral limb. A single stent fatigue fracture was observed on the posterior of bifurcate rings 2 and 7, and multiple stent fractures were seen circumferentially around ring 3. Although the exact timing of the stent graft migration could not be determined, it is possible that these stent fractures may have occurred after the stent graft had migrated, which likely increased the angulation of the stent graft to unusually high levels. Films were received and interpreted by an independent contracted physician. His impression is as follows: there is a type I endoleak with a ruptured aneurysm. On the current films the proximal aortic neck is reversed funneled, short, angulated and a poor candidate for evar with a proximal cuff. Between 2001 and 2008 it is unknown if there has been significant change in the proximal neck. However, based on the current information the proximal neck is a poor candidate for evar.